Event description:
The customer returned the device stating, ¿that during testing the pump experienced cassette not attached alarm¿; during device evaluation the allegation was confirmed through the event log. There was no patient involvement or harm.

Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿during testing the pump experienced cassette not attached alarm¿ was confirmed through event log. The latch/lock, and latch/lock sensor were replaced. The unit passed all testing criteria after the repair. Service history review identified there was indication that the complaint was related to a service of the device within the review period, pump has been serviced for same issue within review period.